Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated and confirming the clinical observation, a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. Next, for a thorough analysis, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an almost depleted battery. An initial investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and as expected. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing process for the battery was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Subsequently the battery was subjected to a visual and an electrical inspection, which confirmed the battery depletion. However, the destructive analysis did not reveal any abnormality which might have led to an early depletion of the battery. The electronic module was therefore subjected to further extensive investigations. A temperature stress test, comprising several temperature cycles from 5°c to 50°c, was performed, showing no anomalies. The current consumption of the module was normal and as expected during the test. Additionally, the module was checked in accordance with the specified electrical acceptance tests, which also did not reveal any abnormalities. There was no indication of a module malfunction. Despite extensive analysis of the device and its components no conclusion could be drawn regarding the root cause of the unexpected battery depletion. All components proved to be inconspicuous. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated and confirming the clinical observation, a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. Next, for a thorough analysis, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an almost depleted battery. An initial investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and as expected. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing process for the battery was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Subsequently the battery was subjected to a visual and an electrical inspection, which confirmed the battery depletion. However, the destructive analysis did not reveal any abnormality which might have led to an early depletion of the battery. The electronic module was therefore subjected to further extensive investigations. A temperature stress test, comprising several temperature cycles from 5°c to 50°c, was performed, showing no anomalies. The current consumption of the module was normal and as expected during the test. Additionally, the module was checked in accordance with the specified electrical acceptance tests, which also did not reveal any abnormalities. There was no indication of a module malfunction. Despite extensive analysis of the device and its components no conclusion could be drawn regarding the root cause of the unexpected battery depletion. All components proved to be inconspicuous. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed.